Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, for medical reason and due to exposed electrode in the ear canal. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.